Event description:
It was reported to boston scientific corporation that endovive initial placement peg kit was used during a procedure. The exact date is unknown however reported to be in (B)(6) 2012. According to the complaint, there were brown spots inside the peg tube. The tube had deformation as well as pustule beginning to form on the outside of the tube. It was stated the device will be replaced. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.